Event description:
It was reported by the hospital that a metal debris was identified in a patients joint on x-ray post-operative. The tibial impact had broken and it has been assumed that this is the foreign object identified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The instrument was returned with both blue cushions attached. Surface scratch marks are visible on the inferior surface of the instrument¿s leg close to where the fracture has occurred. This could have been caused by the tibial tray interacting with the instrument during impaction and/or breakage. The fractured part has not been returned. The inferior surface of the handle has no visible damage. The mhr does not show any non-conformity, rejection or concession that could be related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a metal debris was identified in a patients joint on x-ray post-operative. The tibial impact had broken and it has been assumed that this is the foreign object identified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a metal debris was identified in a patients joint on x-ray post-operative. The tibial impact had broken and it has been assumed that this is the foreign object identified.